Event description:
Gcm received an email on 07-feb-2024 from ICU medicl client solutions specialist with interaction number (B)(6) forwarding a complaint from (B)(6) of (B)(6) regarding a plum 360 with list number 30010 and serial number (B)(6) with unknown module ln sn. The report stated that the device power supply board needs to be replaced. The event occurred on 07-feb-2024. The issue is not related to physical damage or abuse. There was no patient involvement, no patient harm and no delay in therapy. (B)(6) 07-feb-2024.

Manufacturer narrative:
The report stated that the device power supply board needs to be replaced. Tests: self-test and visual inspect. Self-test failed to power on. Visual inspection performed and found a cracked main chassis. The customer compliant was confirmed that the device did not power on and had a bunrt power supply. The probable cause is a defective power supply. A review of 12 month service history was performed and no similar events were noted.